Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump alarmed no delivery and motor error. Customer changed the infusion set and received no delivery alarms and then the motor error alarm during basal. Blood glucose value was over 600 mg/dl; treating with manual injection and disconnected the insulin pump. Device was not exposed to a magnetic field. Customer does not use the sensor feature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.